Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that an internal dialyzer blood leak occurred approximately one hour into a patient¿s hemodialysis (hd) treatment. Upon follow-up with the facility¿s charge nurse (cn), it was reported that the blood leak was not visually observed. Two blood test strips were not used to test for the presence of blood, and they both tested positive. It was confirmed that the machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. No visible damage was identified on the dialyzer. Fresenius bloodlines were also being utilized for the treatment. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned and estimated blood loss (ebl) was 200 ml. The cn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient chose not to continue their treatment and declined to be re-setup with new supplies. As a result of this choice, the patient was asked to sign an against medical advice (ama) form. The dialyzer was reported to be available for a manufacturer evaluation.

Manufacturer narrative:
Plant investigation: although a sample was reported to be available for manufacturer evaluation, as of 03/14/2021 no sample has been received. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one non-conformance in the production of the lot which was found to be unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Should the sample be returned at a later date, a supplemental report will be submitted capturing the updated investigation results.

Event description:
A user facility reported that an internal dialyzer blood leak occurred approximately one hour into a patient¿s hemodialysis (hd) treatment. Upon follow-up with the facility¿s charge nurse (cn), it was reported that the blood leak was not visually observed. Two blood test strips were not used to test for the presence of blood, and they both tested positive. It was confirmed that the machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. No visible damage was identified on the dialyzer. Fresenius bloodlines were also being utilized for the treatment. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned and estimated blood loss (ebl) was 200 ml. The cn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient chose not to continue their treatment and declined to be re-setup with new supplies. As a result of this choice, the patient was asked to sign an against medical advice (ama) form. The dialyzer was reported to be available for a manufacturer evaluation.